Manufacturer narrative:
During investigation for unrelated failures, there were 2 instances of dim and discolored display screens identified. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the animas 2020 model pump experienced a dim and discolored display screen issue. These reports were received from investigation on pumps returned for unrelated issues. There is no associated patient data with these complaints.